Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. No unexpected insert battery alarm noted. However, replace battery alarm, replace battery now alarm and power error alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and then alarmed pump error was triggered when the backup battery unloaded voltage (unloaded vlith) was less that 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got replace battery now alarm. Customer¿s blood glucose level was unknown. The customer stated that he did not get a low battery alert prior to the replace battery now alarm. The customer also stated that the insulin pump got damaged at the back of the pump. The customer was advised that the pump will be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.